Event description:
It was reported by the customer that ignition test fault code #4 occured in cardiosave intra-aortic balloon pump (iabp).there was no patient involvement as the event occured before use. Also there was no injury specified.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6- medical device problem code, type of investigation, investigation findings, investigation conclusion, componenet code and h11. Corrected fields: d10. A getinge field service engineer (fse) evaluated the unit and performed 30psi calibrations as per manual. Repair completed and all functional and safety test were performed with positive result. Equipment returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that ignition test fault code #4 occured in cardiosave intra-aortic balloon pump (iabp).there was no patient involved.